Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to a non-functional device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
2018 additional information was received that the patient underwent an explant procedure one year ago. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there is no immediate course of action at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.